Event description:
The customer reported that no image was appearing and that the monitor had no power. The monitor was found to be faulty and would not switch on during inspection for use involving an olympus video system center. The customer suspected that the most likely cause of the no image issue was that the monitor was not turning on. There were no reports of patient injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.